Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise resulting in pacing inhibition. The patient experienced five seconds of asystole as a result. Technical services (ts) reviewed stored device data and discussed that the noise could be related to coughing or diaphragmatic noise. Ts noted that programming options were limited, however, discussed the option of measuring the oversensed signals and adjusting the automatic gain control (agc) sensing floor if possible. No further assistance was requested. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).